Manufacturer narrative:
The device (part# cev133) was evaluated and indicated that the forceps no longer worked. It was noted that there were multiple traces of blood/burnt tissue on the instrument on the electrode and the pedal pins. The coating was also damaged. The electrode was damaged after collisions and at the creation of electric arcs due to poor cleaning. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(6). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Tissues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference number: na.

Event description:
The device (part# cev133) was returned to mxi service and repair.